Event description:
The patient had to catch a falling woman and felt a tearing at the anchor site. Since then, she has had no stimulation or shocking. She felt muscle spasms in her back. Additional information has been requested.

Manufacturer narrative:
Continuation from concomitant medical products: lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Recharger model 37752 serial# (B)(4). Programmer model 37743 serial# (B)(4).